Manufacturer narrative:
Physio-control determined that the cause of the reported issue was the device's liquid crystal display (lcd). The lcd would not display any alpha numerics when powered on.the customer was provided with a replacement device.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During an annual preventative maintenance inspection of the customer's device, physio-control observed that the display was blank. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered.